Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that when connected to a power source, the pump shocked the customer. Reportedly, the issue occurred with different charging supplies. The customer's blood glucose level was not impacted. Reportedly the customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
(B)(4).